Manufacturer narrative:
Failure event observed during analysis. Final analysis found a complete lead with an internal insulation abrasion 33.4 to 33.9 cm from the distal tip breaching the svc cable lumen. The etfe cable coating was not damaged. An external insulation abrasion breaching the svc cable lumen was noted 43.4 to 43.7 cm from the distal tip consistent with friction to the device can. The etfe cable coating was noted damaged.

Event description:
This report is to advise of an event observed during analysis.